Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "the physician cut their lung during the device replacement and left ventricular lead implant last year". The patient also reported now having a "lung problem" and "can't sing anymore". The left ventricular lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.